Event description:
It was reported when using the bd ultra-fine¿ nano¿ pen needle there was cannula breaks off or pulls out. The following information was provided by the initial reporter. The customer stated: "the user attempted to use the product and then discovered the needle npe seemed to have been broken upon the previous injection was trapped in the pen."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-09. Investigation summary: one open 32g x 4mm pen needle sample along with and insulin pen injector and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on returned sample and photos and no issues were observed. A broken piece of cannula was observed in the septum of the insulin pen. No foreign matter was observed. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd ultra-fine¿ nano¿ pen needle there was cannula breaks off or pulls out. The following information was provided by the initial reporter. The customer stated: "the user attempted to use the product and then discovered the needle npe seemed to have been broken upon the previous injection was trapped in the pen."